Event description:
The customer received a blood glucose reading of 86mg/dl on the breeze2, re-tested on a contour next and the reading was 380mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The call ended before further information could be obtained. Product was not replaced.